Manufacturer narrative:
D4 and h6: updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. A leak was found in the testing. The o-ring appears to be damaged due to a misalignment machine used to assemble b1490mrad rotator. No increasing trend in leaks reported by the customer and no corrective actions are planned at this time. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were hydrogen leaks. Discovered during inspection of the tube set assemblies and were not caught during the individual rotator inspection. There appears to be a weld line defect. There was no patient involvement, and no adverse event reported.